Manufacturer narrative:
Device has not been made available yet.

Event description:
At the beginning of the surgery, surgeon tried to install the mayfield adapter but it resisted to tightening movements. As it was difficult to immobilize the patient, surgeon decided to use a hammer to tighten the part.

Manufacturer narrative:
The mayfield head holder adaptor for device (B)(4) was inspected for investigation purposes. It was noted that the part was not lubricated during the manufacturing process. The defective part was replaced for repair purposes. A field action was reported to FDA under reference (B)(4).